Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with complaints of discomfort. Interrogation revealed that the right ventricular lead exhibited failure to capture and far-p wave oversensing. No device intervention was performed. The patient was stable.